Event description:
When the cor-knot device was used to secure the valve in place on the right to noncoronary commissure, one of the suture placements with the cor-knot device had to be replaced as the device malfunctioned. The guns on the device became jammed and would not work correctly.